Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and osteolysis. Upon revision metalosis was noted. Update 3/14/2016: litigation received. Litigation also alleges discomfort. A doi was provided. There is no new information that would change the existing investigation. This complaint was updated on: 3/18/2016. Update 5/3/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip discomfort (B)(6) 2012, severe fatigue 2012, anxiety 2013, headaches/tremors/neurological impairments (B)(6) 2013, teeth chattering/head tremors (B)(6) 2014, migraines (B)(6) 2014, pseudotumor, ovarian cysts (B)(6) 2013 and low blood pressure 2013 to present. Medical records reported joint swelling, cysts/growths, twitching of head/neck, headaches, groin pain, right hip squeaking, finger numbness and left leg longer than right. Lab result reports for metal ions greater than 7parts per billion. Primary surgical report noted that while impacting the femoral stem there was a very small fracture line in calcar region that was repaired with cable. Revision surgical report noted pain, metal toxicity, metallosis, trunnionosis, osteolysis and cup in excessive anteversion but not revised at this time. Pathology result report noted pseudotumor. Femoral stem and cup added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.